Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported post operative that the right ventricular (rv) lead exhibited unstable and high thresholds. Intermittent capture was also identified. Lead dislodgement was noted. The rv lead was revised and remains in use. No patient complications have been reported as a result of this event.